Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic; the right atrial lead exhibited high impedance and noise episodes. X-ray showed the lead was fractured. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead fracture, high lead impedance and noise were confirmed. A complete lead was returned in one piece. Clavicle crush was noted compressing the outer coil and damaging the outer insulation at 24.8 cm to 25.4 cm from the connector pin. Outer coil appeared to be fractured in this location. Analysis of the lead found clavicle crush fracturing all five filars of the outer coil and damaging of the outer insulation distal to the suture sleeve tie impression. The cause of the fractured outer coil and the damaging of the outer insulation is consistent with clavicle crush.